Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure to treat upper digestive tract bleeding performed on (B)(6) 2023. During the procedure, wherein the device was used for hemostasis since the esophageal varices were ruptured and bleeding, it was noticed that the bands could not be deployed. A second speedband superview super 7 was used; however, the same problem happened. The physician had to use a tissue clip to close the bleeding blood vessels and the procedure was completed with a non-boston scientific hemostatic clip. It was noted that there was no difficulty experienced upon setting up the devices. It was reported that there were no adverse effects left on the patient.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure to treat upper digestive tract bleeding performed on (B)(6) 2023. During the procedure, wherein the device was used for hemostasis since the esophageal varices were ruptured and bleeding, it was noticed that the bands could not be deployed. A second speedband superview super 7 was used; however, the same problem happened. The physician had to use a tissue clip to close the bleeding blood vessels and the procedure was completed with a non-boston scientific hemostatic clip. It was noted that there was no difficulty experienced upon setting up the devices. It was reported that there were no adverse effects left on the patient.